Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller. The noise and out of range pacing impedance value are pointing towards a possible problem with lead. No additional testing was performed and a lead issue is suspected but was not confirmed. The patient will continue to be followed via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was generated for this system due to a pacing impedance measurement greater than 2000 ohms on the atrial channel. In the past, the patient had diaphragmatic stimulation and reprogramming was performed to resolve the issue. There have been some intermittent spikes in the atrial pacing impedance prior to this out of range measurement. A review of stored episodes noted some atrial noise which resembled electromagnetic interference (emi). Sensing and threshold measurements are stable and currently, the pacing impedance was currently 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this system was still exhibiting increased pacing impedance measurements on the atrial channel which were mostly greater than 3000 ohms now. Respiratory rate trend (rrt) had been programmed off and the caller wanted to know why the impedance measurements were still out of range. A boston scientific technical services consultant informed the caller that the rrt wasn't causing the high impedance measurements but rather the high impedance measurements were causing the rrt signal to be sensed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.